Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: bad function, drill bit broke. On (B)(6) 2013, during an operation for a right radial head fracture, the specialist decided to place a compact hand system 1.5 and 2.0 to reduce the fracture. When drilling with the 1.1 drill bit, it fractured and left a fragment inside the bone. The specialist used an image intensifier to see the position of the fragment and noted the fragment was located in the intramedullary proximal radius. The specialist decided to leave the drill bit fragment in the bone because it did not affect any function.

Event description:
This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Unfortunately, we are not able to determine the exact cause which has lead to this occurrence. We can only assume that too much mechanical force had been applied during the surgery, for example, too high drill speed, hard bone or possible movement in a slanting position. We are aware that these are very delicate drill bits which require extra caution during use. No product fault could be detected.